Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, loss of capture at full output was observed on the rv lead. A drop in patient¿s heart rate was noted when the patient was sleeping. The physician suspected the issue was due to lead corrosion. Lead replacement will not happen due to the patient¿s age and medical history. The patient was stable.